Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer¿s daughter was hospitalized on (B)(6),2022 due to diabetic ketoacidosis. Customer also stated they need an emergency supply for infusion set and reservoir. Blood glucose level at the time of event was 300 mg/dl. Customer's daughter experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was treated with insulin drip. Auto mode feature was not active at the time of the event. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.